Event description:
The device was fired with a vascular reload across the meso appendix and there was bleeding through the staple line. The staples did not form properly. There were no pt consequences.